Event description:
It was reported when the device was used during a low anterior resection procedure, it did not deploy staples. Another device was used to complete the procedure. There was no patient consequence.